Manufacturer narrative:
Correction to additional narrative: previously reported on pr (B)(4) with MFR report # 3030677-2024-004429. Device investigation is housed within pr (B)(4).

Manufacturer narrative:
On (B)(6) 2025 (B)(6): previously reported on (B)(4) with MFR report # 3030677-2024-004429. Device investigation is housed within (B)(4).

Event description:
It has been reported that the device is failing self-test.